Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence. It was reported that the device was removed due to bleeding at the incision site, infection, and the wires were dislodged. There were no further symptoms or complications reported or anticipated.